Manufacturer narrative:
Summary of evaluation: the inner tray of the packaging is torn at one of the flaps. This probably occurred when removing the tray from the outer carton.

Event description:
The device had penetrated the inner packaging. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time due to this event.